Manufacturer narrative:
After reviewing the production and inspection records of the affected product and its corresponding components, no relevant non-conformity issues were found regarding the dimensions and appearance. Based on the investigation and analysis results, the anomaly resulted from poor soft tissue function, which failed to stabilize the knee. This led to abnormal gait and varus/valgus movement, causing excessive gasket wear.

Event description:
A patient underwent tka surgery in (B)(6) 2024. One year postoperatively, the patient began experiencing noise during knee movement and joint instability; a revision surgery was performed on (B)(6) 2025.